Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The customer noted that a tube was out of place from a pulley on the sample probe. The customer adjusted the tube. Controls were tested, but recovery did not improve. The field service engineer found a hole in the sample probe tubing. The tubing and liquid level detection board were replaced. Performance testing was run and was acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys vitamin d total iii and a second patient sample tested with elecsys fsh. The first sample initially resulted in a vitamin d value of > 120 ng/ml. The sample was repeated on (B)(6) 2026 and the result was > 120 ng/ml. The sample was repeated again on (B)(6) 2026, resulting in a value of "about 20" ng/ml. After vitamin d testing on (B)(6) 2026, the customer performed a calibration as controls trended higher that morning. Controls were lower after the calibration. The second sample initially resulted in an fsh value of "about 8" miu/ml on (B)(6) 2026 and it repeated as 22 miu/ml. The repeat value was deemed correct.